Event description:
Device implanted in pt in 2004. Brachytherapy performed 18 days later - 6 days later. Pt came to office 3 months later for scheduled visit and reported an increase in headaches requiring an increase in steroid dosage. MRI revealed increased signal abnormality and enhancement surrounding posterior right temporal lobe resection cavity with an associated other area over strictive diffusion medially. Spectroscopy and mr perfusion study obtained the following day revealed this was most likely radiation necrosis, but also suspected to be tumor recurrence. Mass resection planned for the following month. Pathology report revealed 90% radiation necrosis and 10% tumor cells as of 6 days later.